Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding air in the patient line that occurred on the home choice (hc) unit at connect yourself/check patient line. The hp stated she checked the patient line prior to connecting and thought the fluid was to the top; she connected and then realized that there was air in the line. The technical service representative (tsr) explained that the hp would be unable to do a reprime at this point since she was connected to the machine. The tsr advised the hp to close all clamps and cycle power then explained that the hp would need to start over with new supplies. The hp understood and would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.